Event description:
Pt had multifunction electrode pad put on on 5/19/95 at approx 4:00 pm. Pt had episode of v tach at 5:05 am requiring defibrillation at 200 joules and at 5:40 am had another episode of v tach multiple runs, requiring multiple defib with 200 joules. Pt then had sinus rhythm after defib then rapid a fib and was being stabilized. At 8:00 am the pt was turned to replace pad and it was discovered that the ra (posterior) leadwire had come out from the pad causing a blistered burn to the pt's back 1.5 inches in diameter. A hole was also noted in the pt's bed linen, which was burnt from the disconnected lead.